Event description:
It was reported that the lead has low ring to coil impedance and shows noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing - multiple short v-v cycle sensed events of < 210 ms are observed sporadically beginning at implant and continuing to (B)(6) 2009.